Manufacturer narrative:
(B)(4). D6a: implant date in 2007. G2: foreign ¿ russia. The customer has indicated that the product will not be returned to zimmer biomet for investigation, as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that approximately seventeen years post-implantation, the patient has experienced unknown problems in the knee area for almost a year. The patient has a hip prosthesis system. It is unknown if the patient has received any treatments. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (5648920).

Event description:
Upon receipt of additional information, it was determined this product should not have been reported under this MFR number. This report should be voided and a corrected report will be filed under MFR number (5648920).